Manufacturer narrative:
Terumo has received the actual device for investigation and visual inspection confirmed the cracked lid on the reservoir. This type of damage is most likely caused by excessive force applied to the unit during post mfg handling. (B)(4). A review of the complaint files could not confirm that there have been previous reports for this lot. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they noticed a crack at the top of the reservoir after changing it out. The product was changed out. There was minimal blood loss. There was no harm to pt. The surgery was completed successfully.